Event description:
Litigation papers allege: sustained and continues to suffer economic damages (including medical and hospital expenses), severe and possible permanent injuries, pain, suffering and emotional distress. Update: (B)(6) 2012 - the sales rep has reported the revision on the right side. Patient was revised to address impingement. Report noted that cup was tight. Update: (B)(6) 2012 - the revision operative report was received. It was noted that the patients cobalt and chromium levels and elevated significantly.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.